Event description:
It was reported the physician placed the lead and the lead tested with invalid impedance across all contacts intraoperatively. The physician tried a different cable, but the issue persisted. The physician opted to implant a different lead. F/u identified the pt received effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.